Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Serial not provided. Date of device manufacture not available as no serial number provided. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sodasorb was replaced to resolve the reported issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.